Event description:
It was reported that the user inadvertently started a freestyle libre 3+ sensor in the freestyle app, which led to the sensor being in use by another device and unavailable for pairing with the ilet bionic pancreas application; the user was advised to start a new sensor within the ilet app and to delete the freestyle app to prevent recurrence. No clinical signs, symptoms, or conditions were reported. Outcomes included user education and troubleshooting. User support included customer service assessment and user guidance on proper sensor-app pairing. Investigation of this case revealed a use-related pairing conflict consistent with the sensor already being initialized by a non-ilet application. It was concluded, based on previously established findings for similar reports, that the cause was user setup error related to app selection during sensor start.